Manufacturer narrative:
Additional information has been requested. At this time, no further information is available. This report will be updated should additional information become available. Records indicate this product remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a slow decrease in sensing as well as a low out of range pacing impedance measurement of less than 200 ohms. No changes have been made at this time and the rv lead remains implanted and in service. No adverse patient effects were reported.